Event description:
Deployment of the main body graft was too high and encountered the left renal artery. Left renal artery was cannulated. A pre-mounted balloon stent was advanced and placed successfully within the cannulated renal artery. Placement of the device looked good. Post angiogram, revealed a patent left renal artery. Final angiogram noted a type ii endoloeak originating from the lumbar arteries. Due to the pt's act level, the physician was not concerned about the endoleak, noting that the endoleak may resolve itself. Pt will be monitored for type ii endoleak. No intervention was attempted. Procedure deemed successful.